Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast reconstruction with two 555cc mentor memoryshape breast implants, suffered bilateral pain and bilateral device migration post-operatively. The patient added that it was very painful, very swollen painful, have migrated into her sides and also has hematoma on the right side. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 490cc mentor memorygel breast implant catalog: shpx490, lot: 7638544, sn: (B)(4) and (right) 490cc mentor memorygel breast implant catalog: shpx490, lot: 7506668, sn: (B)(4). This medwatch form is for the left breast prosthesis.